Event description:
As reported by the japan smart pms for (B)(4) study, approximately nineteen (19) months after the index procedure, the patient's left inferior limb felt cold. He entered the hospital the next day due to an acute obstruction of the left inferior limb. Six days later, the patient underwent revascularization by percutaneous transluminal angioplasty (pta/poba). The patient partially recovered one month after revascularization. The patient had two smart control stents (6x100, 7x100) placed in the target lesion without any issue at the time of the index procedure. Pta: the target lesion was unknown. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Additional information has been requested.

Manufacturer narrative:
As reported by the (B)(4) study, approximately nineteen (19) months after the index procedure, the patient's left inferior limb felt cold. He entered the hospital the next day due to an acute obstruction of the left inferior limb. Six days later, the patient underwent revascularization by percutaneous transluminal angioplasty (pta). The patient partially recovered one month after revascularization. The patient had two smart control stents (6x100, 7x100) placed in the target lesion without any issue at the time of the index procedure. Pta: the target lesion was unknown. The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. Multiple attempts to obtain additional information were unsuccessful. The products were not returned for analysis. (B)(4) - a device history record (DHR) review of lot 15728663 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿medical-no alleged quality issue¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Studies have shown restenosis rates of up to 60% within 1 year for stenting and up to 70% in 1 year for angioplasty alone. A small subset of patients appears to have exaggerated neointimal hyperplasia leading to early in stent restenosis and sometimes fracture. This can be seen even in the setting of dual anti-platelet therapy. According to the instructions for use, the following anticipated adverse events (aes) have been identified as possible complications of intravascular stent implantation: arterial occlusion / restenosis of the treated vessel. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00335 and # 9616099-2015-00336.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00335 and # 9616099-2015-00336.